Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that following predilation, a 2.5 x 18 mm promus was implanted in the mid lad, and a 3.5 x 23 mm promus (lot # 8061161) was implanted in the prox lad successfully. The pt experienced angina. A small dissection between the two stents at the distal edge of the proximal stent was noticed. An attempt was made to treat the dissection with two other promus stents, but they were unable to cross. The case was completed with a 2.5 x 18 mm promus. The pt outcome was good. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - dissection and angina are listed in the promus IFU as known adverse events associated with coronary stenting. The IFU states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention." The angina experienced could have been a secondary effect of the dissection; however, in this case, a conclusive root cause for the reported pt effects and the relationship to the device, if any, cannot be determined. The 3.5 x 23 mm poromus indicated in b5 and d11 is being filed under the same MFR report number.